Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of a cannula or a failure to deliver insulin. The device was received with the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported dislodged cannula could not be determined. No damages were observed with the exposed portion of the soft cannula. Fluid was observed passing through the fluid path successfully and exiting the distal tip of the soft cannula. The downloaded data did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 380 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged and bent, while wearing it on the arm. For treatment, the patient gave a correction bolus of 15 units and started walking.